Event description:
This rv lead was implanted on (B)(6) 2014 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead has noise on (B)(6) 2018 and no capture at 7.5v at 2.0ms in both unipolar and bipolar. Impedance was 251 ohms and there was lead safety switch on this lead on (B)(6) 2018 due to impedance less than 200 ohms and patient is planning to see physician for lead revision. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).